Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. Insulin pump was exposed to magnetic field and MRI. No harm requiring medical intervention was reported. The customer will continue to use the device.